Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, noise was observed on the right ventricular (rv) lead. Upon in clinic interrogation on (B)(6) 2020, isometric testing could not reproduce the noise. High capture threshold was noted on the lead. Programming change was made to turn off the device shocking function. When the patient presented in clinic on (B)(6) 2020 for lead replacement, lead dislodgement was confirmed via fluoroscopy imaging. The tip of the lead was barely past the tricuspid valve. The lead helix was unable to be retracted. The rv lead could not be explanted and was left in place in the atrium. The new rv lead was implanted. The patient was stable.